Event description:
It was reported that the patient passed away. The cause of death is not communicated. The outcome was not considered device or therapy related. The hospital communicated no information related to the reason behind the death of the patent. It was noted that the patient got implanted in already in a very severe situation after he crashed. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was provided that prior to implant, the patient had known thrombi in the left ventricle and a decision was made to implant the left ventricular assist device (lvad) instead of stabilizing with an impella. The surgeon believed they removed all pre-implant thrombi. Although there were signs of improvement and despite heparin induced thrombocytopenia (hit), the patient passed away. The patient developed heparin induced thrombocytopenia (hit) during the implantation of the system. It was not communicated if the patient was on heparin prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed pump thrombus. Although a specific cause for the observed thrombus could not be conclusively determined, provided information indicated that the patient developed heparin induced thrombocytopenia (hit) during implant. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 23.0¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested biological deposition. The origin of this thrombus could not be determined through this investigation. This deposition extended into the eye of the rotor. Additionally, biological depositions were observed in the interior of the pump outflow and pump cover, as well as in the interior of the outflow graft and graft attachment. These formations appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the log files retrieved from the returned device appears consistent with thrombus being ingested into the pump during support, followed by the patient's expiration. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.